Manufacturer narrative:
Concomitant medical products: 3058 interstim, implanted: (B)(6) 2019, 3889-28 interstim, (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that invalid cardiac compass data was noted on the implantable pulse generator (ipg). The ipg remains in use. No patient complications have been reported as a result of this event.